Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, clip delivery system. Unique device identifier (UDI) number: (B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database was performed and identified no other incidents reported for single leaflet device attachment (slda) from this lot. The reported slda appears to be related to patient morphology/pathology, as the prolapsed anterior leaflet likely contributed to the slda of the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional clip for treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and anterior leaflet prolapse. The first clip delivery system (cds) was advanced to the mitral valve. The leaflets were grasped without issue, and the clip was deployed. The mr was reduced to 3+. The second cds was then advanced, but before it had reached the mitral valve, the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional clip was implanted to reduce the mr and stabilize the detached clip. Two clips were implanted, reducing the mr to 1+. The patient was confirmed to be clinically stable post-procedure, and there was no clinically significant delay in the procedure. No additional information was provided.